Event description:
The kangaroo joey has a defective power delivery system. The connectors are very sensitive and wear easily which causes the device to fail to work and/or charge. The user is forced to use cable clamps and clips to hold the power cord in place. The staff is having to call for a new pump frequently which causes delays in patient feedings. These failures have been reported to the manufacturer over the course of several months.what was the original intended procedure?enteral feedings.device #1is this a laboratory device or laboratory test?no.